Event description:
It was reported that the day after the neurostimulator was replaced due to low battery the patient experienced a metallic taste in his mouth and tingling in his head, and bilateral upper extremities (left greater than right). The patient also experienced pain. Touching the neurostimulator elicited shocks. The sensations were experienced even when the voltage was turned to zero. An x-ray (2008) was performed. No evidence of discontinuity was noted. A MRI (2 days later) noted the leads were in the subthalamic region. The patient outcome was noted as a non-serious injury/illness and death. No date of cause of death was reported. The relationship of the patient's death to the device/therapy or the events reported was not reported. Additional information has been requested, but was not available as of the date of this report.